Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and confirmed both worklists were valid with expected results for the controls and samples. There were no hardware or reagent preparation issues observed in the logs. Other assays included in the logs also had valid runs with expected values. Ts suspected that the discrepancy could be due to a sample mishandling issue. Ts relayed the log review to the customer, who understood and reported no further issues. Hologic completed a risk assessment. Per the aptima sars-cov-2 assay package insert, ¿negative results do not preclude sars-cov-2 infections and should not be used as the sole basis for treatment or other management decisions.¿ no harm was reported to hologic in association with this issue, and the specimen was re-run for lot-to-lot comparison purposes. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
On (B)(6) 2023, the customer reported to hologic one discrepant sars tma result on their panther fusion plus instrument sn (B)(6) during lot-to-lot testing. The sample originally tested negative in wl 003253-20231204-02 on (B)(6) 2023 using assay lot 561911. The initial negative result was reported out to the patient. The same sample tube was retested the next day in wl 003253-20231205-05 using assay lot 885655, this time resulting positive. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There were no associated/reported adverse events since this was discovered during internal testing at the customer site. The customer did not confirm if the initial result was to be amended. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.